Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. It was reported the patient alleges the following injuries: small bowel obstruction, lysis of adhesions, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f1901: additional surgery previous patient code (1695) was reported based on the original complaint and is no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span march 9, 2006 through october 29, 2013, and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records from march 10, 2006 through october 26, 2013 were not provided. Patient information: medical history: ¿ diabetes mellitus ¿ hypertension ¿ chronic back pain ¿ chronic obstructive pulmonary disease [copd] prior surgical procedures: ¿ ¿1990¿s¿: ventral hernia implant preoperative complaints: ¿ (B)(6) 2006: ¿¿history of an umbilical hernia who presented to the general surgery clinic for evaluation. The patient elected to under [sic] laparoscopic hernia repair¿¿ implant procedure: laparoscopic umbilical hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (unk/1dlmcp03) 10 cm x 15 cm, oval. Implant date: (B)(6) 2006 ¿ description of hernia being treated: ¿the peritoneal cavity was then insufflated with co2 gas. After adequate pneumoperitoneum was established, a blunt 10-mm trocar was then placed into the peritoneal cavity in the right flank. A laparoscope was placed into the peritoneal cavity, and no trocar site injuries were identified. Two 5-mm working ports were then placed in the right upper and right lower quadrants, both under direct observation. The omental adhesions along the anterior abdominal wall were then mobilized with blunt and sharp dissection. The fascial defect was identified and was approximately 5 x 6 cm in size.¿ ¿ implant size and fixation: ¿gore-tex mesh was then fashioned to cover the defect with approximately 3-cm overlap. The gore-tex dualmesh was then tacked to the anterior abdominal wall with a 2-0 gore-tex suture and tacking staples. The peritoneal cavity was inspected, and adequate hemostasis was obtained. The abdomen was then allowed to collapse, and the ports were removed. The fascial defect at the 10-mm port site was the reapproximated with 0 vicryl suture. The skin was reapproximated with 4-0 vicryl suture. Steri-strips were applied.¿ ¿ no post-operative records were provided. Relevant medical information: ¿ (B)(6) 2013: exploratory laparotomy. Lysis of adhesions. Repair of serosal injury x1 - [the patient] ¿is status post ventral hernia repair many, many years ago with placement of mesh at that time , now presenting with a small-bowel obstruction. The patient failed to progress on the floor and had continued abdominal distention and nausea. The decision was made to take the patient to the operating room for exploratory laparotomy and anything else indicated.¿ - ¿midline laparotomy incision was made and the fascia was opened. The peritoneum was entered bluntly and the abdomen was explored superior to the area of mesh. There were dense adhesions on the entire mesh but the rest of the abdomen was relatively free of dense adhesions. These adhesions were carefully taken down with both blunt and sharp dissection. A single loop of small bowel was densely adherent to the gore-tex mesh which was present on the anterior abdominal wall near an area of titanium tacks. This was carefully removed from the abdominal wall with only a small area of serosal injury after this was taken down. This was repaired with interrupted 3-0 lambert silk sutures. Once the mesh was entirely freed of its adhesions and it had been divided in the midline, the small bowel was then run twice from the ti [terminal ileum] to the ligament of treitz without evidence of other areas of obstruction. An ng tube was confirmed to be in place in the stomach. Colon did show some signs of chronic distention and chronic dysmotility, but no obvious other abnormalities were noted on exam of the abdomen, including no obvious liver masses on palpation. At this point, the abdomen was irrigated and the omentum was placed under our incision and over our serosal repair. The fascia was then closed using #1 running pds with interrupted 0 prolene sutures placed throughout the mesh. ¿ ¿ (B)(6) 2013: discharge summary: ¿admitting diagnosis: sbo (small bowel obstruction). Discharge diagnosis unspecified intestinal obstruction, dm [diabetes mellitus], copd.¿ ¿complaints of nausea and vomiting since this morning. History of mesh placement for ventral hernia is [sic] the 1990¿s. Unable to tolerate po today and was vomiting in the ed. She states she also has pain in her mid-abdomen which has been increasing throughout the day.¿ ¿exploratory laparotomy. Lysis of adhesions. Repair of serosal injury x 1.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. Based upon the information received, the device remains in the patient and was not available for evaluation. After multiple requests, specific lot number information was not provided for this device but product type was confirmed through other records provided. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unk additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: operative note: preoperative diagnosis: umbilical hernia. Postoperative diagnosis: umbilical hernia. Operations/procedures: laparoscopic umbilical hernia repair with mesh.¿ indications for procedure: ¿this is a 57-year-old female with a history of an umbilical hernia who presented to the general surgery clinic for evaluation. The patient elected to under laparoscopic hernia repair after the risk and benefits of the procedure were explained to the patient. Findings: there was a small 5 x 6 cm fascial defect at the umbilicus that was repaired with gore-tex dualmesh. Description of procedure: a veress needle was placed into the peritoneal cavity through the right upper quadrant. The peritoneal cavity was then insufflated with co2 gas. After adequate pneumoperitoneum was established, a blunt 10-mm trocar was then placed into the peritoneal cavity in the right flank. A laparoscope was placed into the peritoneal cavity, and no trocar site injuries were identified. Two 5-mm working ports were then placed in the right upper and right lower quadrants, both under direct observation. The omental adhesions along the anterior abdominal wall were then mobilized with blunt and sharp dissection. The fascial defect was identified and was approximately 5 x 6 cm in size. Gore-tex mesh was then fashioned to cover the defect with approximately 3-cm overlap. The gore-tex dualmesh was then tacked to the anterior abdominal wall with a 2-0 gore-tex suture and tacking staples. The peritoneal cavity was inspected, and adequate hemostasis was obtained. The abdomen was then allowed to collapse, and the ports were removed. The fascial defect at the 10-mm port site was the reapproximated with 0 vicryl suture. The skin was reapproximated with 4-0 vicryl suture. Steri-strips were applied.¿ the records confirm a gore®dualmesh®plus (1dlmcp03) was implanted during the procedure; however, the lot# of the device was not provided. (B)(6) 2013: operative report. ¿preoperative diagnosis: small-bowel obstruction. Postoperative diagnosis: small-bowel obstruction. Procedures performed: exploratory laparotomy. Lysis of adhesions. Repair of serosal injury x1.¿ indications for procedure: ¿ms. (B)(6) is status post ventral hernia repair many, many years ago with placement of mesh at that time, now presenting with a small-bowel obstruction. The patient failed to progress on the floor and had continued abdominal distention and nausea. The decision was made to take the patient to the operating room for exploratory laparotomy and anything else indicated. Description of procedure: the patient was taken to the operating room after history and physical exam were reviewed and she was consented for the procedures. After successful initiation of general endotracheal anesthesia, she was prepped and draped in sterile fashion. Timeout was performed and the patient received a preoperative dose of antibiotics. Midline laparotomy incision was made and the fascia was opened. The peritoneum was entered bluntly and the abdomen was explored superior to the area of mesh. There were dense adhesions on the entire mesh but the rest of the abdomen was relatively free of dense adhesions. These adhesions were carefully taken down with both blunt and sharp dissection. A single loop of small bowel was densely adherent to the gore-tex mesh which was present on the anterior abdominal wall near an area of titanium tacks. This was carefully removed from the abdominal wall with only a small area of serosal injury after this was taken down. This was repaired with interrupted 3-0 lambert silk sutures. Once the mesh was entirely freed of its adhesions and it had been divided in the midline, the small bowel was then run twice from the ti to the ligament of treitz without evidence of other areas of obstruction. An ng tube was confirmed to be in place in the stomach. Colon did show some signs of chronic distention and chronic dysmotility, but no obvious other abnormalities were noted on exam of the abdomen, including no obvious liver masses on palpation. At this point, the abdomen was irrigated and the omentum was placed under our incision and over our serosal repair. The fascia was then closed using #1 running pds with interrupted 0 prolene sutures placed throughout the mesh. The subcutaneous tissue was approximated using vicryl suture and the skin was closed using staples.¿ there is no mention of gore device removal in the records. (B)(6) 2013: discharge summary. ¿admitting diagnosis: sbo (small bowel obstruction). Discharge diagnosis unspecified intestinal obstruction, dm, copd. Hpi: complaints of nausea and vomiting since this morning. History of mesh placement for ventral hernia is [sic] the 1990¿s. Unable to tolerate po today and was vomiting in the ed. She states she also has pain in her mid-abdomen which has been increasing throughout the day. Pmh: diabetes, hypertension, chronic back pain, depression/anxiety. Psh: lap vhr w/mesh placement 1990¿s [suspected error], back surgery. Procedures performed: exploratory laparotomy. Lysis of adhesions. Repair of serosal injury x 1. No heavy lifting about 5-10 lbs. For 4 weeks. Move around as you are able and do not drive while taking narcotic pain medications. Wash wound with mild soap and water once a day. Do not take out stitches or staples. Keep wound or bandage dry. Follow up with dr. Change or staff in/on 2 weeks. ¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.